Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model rf320j. G2 filter allegedly experienced detachment of device or device component. These reports were received from various sources. Of the five malfunctions involved patients with no patient consequences. Two patients were male, one patient age is 69 and one patient weight is 219lbs; however, the other patients age, weight and gender were not provided.

Manufacturer narrative:
H10: for the 5 reported complaints, 1 lot number was provided, and 4 lot numbers were not provided therefore, a lot history review was performed only for one malfunction. No device were returned for evaluation. Of the 5 reported complaints, 2 medical record were provided and reviewed . One is confirmed for perforation and inconclusive for detachment. One is inconclusive for detachment. One malfunction was reassessed to have experienced detachment and migration, this malfunction is inconclusive. One malfunction was reassessed and determined to have experienced detachment, tilt, and perforation; this malfunction is inconclusive. The final malfunction is inconclusive for detachment. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: for the (B)(4) reported complaints, (B)(4) lot number was provided, and (B)(4) lot numbers were not provided therefore, a lot history review was performed only for one malfunction. The samples were not returned for evaluation. Of the (B)(4) reported complaints, (B)(4) medical record were provided and reviewed. There were no device deficiencies identified within the medical records. The investigation is inconclusive for detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. One malfunction was reassessed and trending device code (2616 - malposition of the device and 4001 - patient device interaction problem) was added. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: g4 h11:d4 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model rf320j. G2 filter allegedly experienced detachment of device or device component. These reports were received from various sources. Of the five events involved patients with no patient consequences. Two patients were male, and one patient weight is 219lbs; however, the other patients age, weight and gender were not provided.

Manufacturer narrative:
H10: for the 5 reported complaints, 1 lot number was provided, and 4 lot numbers were not provided therefore, a lot history review was performed only for one malfunction. The samples were not returned for evaluation. Of the 5 reported complaints, 2 medical record were provided and reviewed. There were no device deficiencies identified within the medical records. The investigation is inconclusive for detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Two malfunction was reassessed. One malfunction trending device code (2616 - malposition of the device and 4001 - patient device interaction problem) was added. Second malfunction trending device code (1395- migration) was added. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: g4, h6 device code + description (1395 - migration or expulsion of device). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model rf320j. G2 filter allegedly experienced detachment of device or device component. These reports were received from various sources. Of the five events involved patients with no patient consequences. Two patients were male, and one patient weight is 219lbs; however, the other patients age, weight and gender were not provided.

Manufacturer narrative:
H10: of the 5 devices, the product catalog number of one malfunction was updated to rf310f and two devices were updated to unknown g2. H10: for the 5 reported complaints, 1 lot number was provided, and 4 lot numbers were not provided therefore, a lot history review was performed only for one malfunction. No device were returned for evaluation. Of the 5 reported complaints, 3 medical record were provided and reviewed . Two investigations are inconclusive for detachment. For one malfunction, perforation was coded additionally and confirmed for perforation and inconclusive for detachment. One malfunction was reassessed to have experienced detachment and migration, this malfunction is inconclusive. One malfunction was reassessed and determined to have experienced detachment, tilt, and perforation; this malfunction is inconclusive. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model rf320j. G2 filter allegedly experienced detachment of device or device component. These reports were received from various sources. Of the five malfunctions involved patients with no patient consequences. Two patients were male, one was female, one patient age was 69 years and two patients weight ranged from 142 - 219 pounds; however, the other patients age, weight and gender were not provided.

Manufacturer narrative:
For the 5 reported complaints, 1 lot number was provided, and 4 lot numbers were not provided. The samples were not returned for evaluation. Of the 5 reported complaints, 3 medical records was not provided and 2 medical record were provided and reviewed. There was no device deficiencies were identified within the medical records. The investigation is inconclusive for detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model rf320j. G2 filter allegedly experienced detachment of device or device component. These reports were received from various sources. Of the five events involved patients with no patient consequences. Two patients were male, and one patient weight is 219lbs; however, the other patients age, weight and gender were not provided.

Manufacturer narrative:
For the 5 reported complaints, 1 lot number was provided, and 4 lot numbers were not provided. The sample were not returned for evaluation. Of the 5 reported complaints, 1 medical records was not provided and 2 medical record were provided and reviewed. There was no device deficiencies were identified within the medical records. The investigation is inconclusive for detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model rf320j. G2 filter allegedly experienced detachment of device or device component. These reports were received from various sources. Of the five events involved patients with no patient consequences. Two patients were male, and one patient weight is (B)(6); however, the other patients age, weight and gender were not provided.